Manufacturer narrative:
The reported event of helix damage was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant procedure, helix damage was noted on two different right ventricular (rv) leads. The leads were not used, and the physician elected to complete the procedure with a different lead. The patient was discharged after the procedure.